Manufacturer narrative:
The device was returned for evaluation. During the device evaluation, the following findings were revealed, green chemical clogged in the suction channel, consistent with user handling and reprocessing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 6 years since the subject device was manufactured. There was no other related complaint regarding the suggested event logged by this user facility. There was no report that the device was used in procedure while the suggested event occurred. Based on the results of the investigation, the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the channel. The root cause of the foreign substance remaining in the device could not be identified. The root cause of this event was unable to be identified. The event can be detected and prevented in accordance with the following IFU (instructions for use): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope channel was blocked. The issue occurred during reprocessing. There were no reports of patient harm or impact associated with this event.